Event description:
It was reported that a vns pt is compulsive about getting vns removed even though the generator is disabled because "it hurts, is bothering her, and the wire is poking her." Follow up with the pt's neurologist revealed that the pt's leads are protruding and are easily manipulated. However, it was noted that the connection to the generator has not been compromised. The pt has reportedly not lost weight recently and no external factors are known to have contributed to the protrusion. No pt manipulation or trauma is suspected. The pt was seen at the office on (B)(6) 2011, at which time her generator was interrogated and it was found to be disabled. It had apparently been turned off six months prior by the pt's previous neurologist. Attempts for add'l info have been unsuccessful to date. Although surgery is likely, it has not occurred to date. A review of the pt's programming history available in the in-house programing database revealed that the pt's device was disabled on (B)(6) 2011. The device was disabled due to pt request.